Event description:
It was reported that (3) devices were used during a thoraoscopic wedge resection. It was reported by the rep that the surgeon fired a ez45b that was loaded with a green (thick) cartridge across the lung. The staples on the specimen side fired, but no staples on the pt's side fired. Bleeding occurred and the procedure was converted to open to stop bleeding. A tlc55 with thick reload was used to finish the case and pt was fine. The stapler was fired again outside of the pt with same malfunctioning reload and a few staples fired on the side where no staples fired originally. (2) reloads were opened and it cannot be determined which lot numberr was used on pt.